Event description:
A customer obtained a non-reproducible, higher than expected vitros trop I es result on one patient sample while using the vitros eci immunodiagnostic analyzer. Biased results of the direction and magnitude observed may lead to inappropriate physician action. The original result was reported to the clinician, and a corrected report was issued. There was no allegation of harm to the patient as a result of this event. This report corresponds to ortho clinical diagnostics inc. (B)(4).

Manufacturer narrative:
The investigation determined that one non-reproducible, higher than expected trop I es result occurred while using the vitros eci analyzer. The investigation confirmed that the sample involved was not processed in accordance with the tube manufacturer's recommendation. It is likely that cellular debris, due to poor sample preparation, was present in the affected sample, although this could not be confirmed. Performance testing and review of instrument data demonstrated that the vitros eci analyzer was operating as expected at the time of the event, and is unlikely to have contributed to the result in question. There was no instrument malfunction.